Event description:
New information received stated that the patient was presented in the clinic and the physician did not make any claim that the infection was related to the abbott device and procedure.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the emergency room due to infection and pocket erosion. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead due to infection. The patient was in stable condition throughout the procedure.